Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2013. They underwent right knee revision surgery on (B)(6) 2023, approximately 9 years 6 months post primary procedure. Revision op report postoperative diagnosis: failed right total knee arthroplasty secondary to aseptic loosening, massive osteolysis, polyethylene wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d5 d10 concomitant devices: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6) 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t. (B)(6) 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm. (B)(6) 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm. (B)(6) 02-012-44-3513 - logic tibia implant psc insert, sz 3.5, 13mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 200-02-35 - three peg patella 35mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.